Manufacturer narrative:
Philips service replaced the x-ray pc, luc board v4, and clea extension board 2, inspected the ups, and identified that follow-up was required. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the breaker tripped on ups causing system power loss on an azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.